Event description:
Olympus medical systems corp (omsc) was informed that during an open total gastrectomy, the subject device was used. Immediately after the beginning of use, the probe of the device was broken off into the patient. The fragment of the probe was retrieved immediately. The procedure was completed with another device. There are no patient injury was reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 10.0mm from the distal end. Both the probe (near the broken point) and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from the contact marks as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The ptfe pad was worn and partially separated around the contact marks on the grasping section. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe with cracks was broken by physical stress. The cracks were developed from the contact marks on the probe by stress during the procedure. The contact marks were made since the ptfe pad was worn, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was worn and partially separated due to activating output of the device by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.